Event description:
It was reported that a diagnostics anomaly was observed via remote transmission. Review of the transmission revealed the discrepancy in longevity estimates appeared to be caused by an overprojection during the mid-life plateau phase of the battery. The patient's device will continue to be monitored.